Event description:
Additional information was received that the device being broken is not mentioned in surgery notes and surgeon cannot recall. Surgery notes indicate that the generator was removed and the electrodes were clipped at the neck incision with most of the lead being removed. There is no observation of an anomaly with the device per these notes.

Event description:
The patient's caregiver reported that the vns was slightly helpful at first until a new a neurologist pushed so hard that the "feeling" around it broke. It is suspected that the device became broken after manipulation by the neurologist and was damaged upon explant but this has not been confirmed. The explanted generator was not received. No additional relevant information has been received.